Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 430 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose level. The customer was treated with manual shot for high blood glucose level. Customer stated that auto mode feature was on. Customer stated that they had insulin flow blocked alarm and was resolved by infusion set change. The device will not be returned for analysis.